Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt presented with pain and effusion of both hips. Right stem looked loose on x-ray and was loose at time of revision. Pt had pain 12 months post op.